Event description:
It was reported that catheter has a blunt tip. Per conversation with complainant's wife on (B)(6) 2014, patient experiences bleeding every time he uses one of the catheters with a blunt tip. He has experienced urinary tract infections for which he takes cipro (ciprofloxacin). Patient has a follow up appointment with his urologist on (B)(6) 2014.

Manufacturer narrative:
The sample was returned. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution. During the visual evaluation, no manufacturing deficiencies were found. No potential causes for the reported issue was found. (B)(4).